Manufacturer narrative:
Additional information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during cataract surgery with intraocular lens (iol) implant procedure, the surgeon observed three distinct marks located centrally on the iol, directly within the visual axis. It was stated that these marks appeared consistent with potential pressure from the injector, in addition to that the implant was found to be extremely fragile, tearing very easily during the manipulation and during subsequent attempts of explantation. Hence, the iol was removed and replaced with an another iol. Procedure was completed on the same day. Additional information recieved and stated that diffuse corneal edema was noted followed by the intraoperative explantation of the iol. On the postoperative day 7 the visual activity was recorded as "counts fingers". The defective implant was explanted and explantation was challenging as the implant tore into small fragments, preventing removal in a single piece despite attempts to section it intracamerally.